Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, the pacemaker exhibited anomalous pacing rates. The issue was attributed to a telemetry disturbance. No patient consequences were reported. No intervention was reported.